Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent struts along the proximal portion of the crimped stent were damaged and stretched proximally out over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20-jul-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified mid left circumflex (lcx) artery. Following pre-dilation, a 2.50x24mm promus element drug eluting stent was advanced to treat the lesion but failed to cross. After several attempts were made, the physician removed the stent from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.